Manufacturer narrative:
H6: corrected the following: health effect clinical code, component code, type of investigation, investigation findings, investigation conclusions the most likely cause for the reported revision due to prosthesis wear is a combination of the risk factors specified in hhe2020-09-11-02. However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.

Event description:
It was reported via legal documentation that a patient had a left knee arthroplasty on (B)(6) 2010, and then experienced a revision surgical procedure on (B)(6) 2022, approximately 11 years, 9 months after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.